Event description:
Device 4 of 4. (See MFR#1627487-2010-02447, 1627487-2010-02548, and 1627487-2010-02549 for devices #1-3). On (B)(6) 2009, the patient was implanted with an scs system. It was reported that the patient fell and experienced a gradual loss of stimulation. An x-ray was taken which showed that lead was fractured and wrapped around each other. The leads and anchors were explanted and replaced with new leads and anchors on (B)(6) 2010.

Manufacturer narrative:
Device 4 of 4. (See MFR#1627487-2010-02447, 1627487-2010-02548, and 1627487-2010-02549 for devices #1-3). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.